Manufacturer narrative:
An event of patient-device incompatibility and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility and pericardial effusion could not be determined. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, patient anatomy, multiple recapture of devices, and the trans-septal puncture. The reported surgical intervention was a result of case-specific circumstances as perforation was surgically treated. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath to treat the left atrial appendage (laa). Due to the patient's small fossa, transseptal access was mid anterior/posterior and mid superior/inferior. The patient's activated clotting time (act) level was between 260 and 310 seconds. Ten thousand units of heparin were administered. The patient's starting rhythm was atrial fibrillation. During the procedure, the occluder was partially re-captured once. While attempting to place the occluder in the landing zone, the patient developed a localized pericardial effusion in the laa from a perforation. The patient was transferred to surgery to close the perforation and laa. The patient status was stable. Per the physician the perforation and subsequent pericardial effusion was due to the tip of the occluder.